Event description:
It was reported that the patient was involved in a bicycle accident causing the inflatable penile prosthesis (ipp) pump and cylinders to not function properly. The pump and cylinders were explanted and replaced with new components; however, the reservoir remained functioning. No additional patient complications were reported.